Event description:
It was reported that during a follow up with the physician it was discovered that the atrial lead had dislodged. The lead was repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.